Event description:
It was reported that a minicap had very little visible betadine prior to patient use. The nurse reported that the minicap looked "orange" and "dry." The nurse stated that when she used something to press down on the sponge inside the minicap, she saw that there was betadine. The nurse instructed her patients not to use the minicaps that appeared to have inadequate batadine. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd893735 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). New evaluation coding is being provided for the unused companion device that was received. The actual device was not available for evaluation however an unused companion device was received. Visual inspection of the device found iodine present. The device containing pouch was pressure tested and no leaks were observed in the pouch. The returned device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.